Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "the service returned other incriminated syringes with either the piston that came off the black seal or the prepared product that passed through the seal."

Manufacturer narrative:
This MDR is a duplicate of MFR report # 3003152976-2019-00477. Please consider this this report MFR report # 3003152976-2019-00486 canceled. H3 other text : see. H.10.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "the service returned other incriminated syringes with either the piston that came off the black seal or the prepared product that passed through the seal."